Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the u.s. Device problem code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.50/0.5/070 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Lens was explanted on (B)(6) 2022 due to low vault. In a second surgery on (B)(6) 2022 a longer length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.